Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was reported to be broken/worn out.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the device associated with this report was returned. After physical review it was identified that the one prong is deformed/bent. The broken condition was not observed in the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3 and h6 (device).

Event description:
A,event date? 06/21/2022. B. Please clarify which of the reported devices were worn. What feature is worn and not making it function as intended? The reamers have worn out. C. Please clarify which of the reported devices were broken. Grippers. C.1 which part of the instrument/s broke? The heads of the screwdrivers. C.2 did the instrument broke into 2 or more pieces? If no, please specify what is the alleged deficiency of the instrument. Is it bent, cracked, stripped, worn or cross threaded? Part of the gripper is bent. C.3 were all the pieces retrieved from the patient? Yes. D. Was there any adverse consequences that affected the patient because of the reported event? No. E. Was there a surgical delay? If yes, what is the duration of the delay no.